Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2017, information was received from a foreign healthcare professional (hcp) and patient via manufacturer representative (rep) regarding a patient receiving hydromorphone (10 mg/ml at a dose of "9 mg/ml") via an implantable pump for an unknown indication. On (B)(6) 2017, the patient heard a two tone alarm around 0900 in the morning and contacted their treating hcp. The pump was interrogated, but no further troubleshooting was performed. Interrogation indicated a motor stall occurred. The patient experienced mild withdrawal symptoms at this stage and was admitted into the hospital. There were no reported environmental, external or patient factors. The issue was not resolved at this time. No surgical intervention occurred and it was unknown if the surgical intervention was planned. The patient's status was listed as "alive - no injury".

Manufacturer narrative:
The event date was updated. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2017-aug-09, additional information was received from a foreign manufacturer representative (rep). The pump and pump logs were returned for analysis. Logs indicated a motor stall occurred on (B)(6)2017 at 08:15 and recovery occurred at (B)(6)2017 at 10:50. Another motor stall occurred on (B)(6)2017 at 07:54 with a recovery occurring on (B)(6)2017 at 17:07. The pump logs indicated the pump contained hydromorphone (10 mg/ml at a dose of 9.009 mg/day).

Manufacturer narrative:
Analysis of the pump (sn: (B)(4)) found motor gear train anomalies; corrosion and/or wear and/or lubrication and the stall was due to shaft-bearing. Analysis identified residue in the motor gear train that contributed to the motor stalls. Analysis identified residue on the gear shaft of the motor gear train that resulted in the motor stalls. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was previously reported that the implant date was (B)(6)2017, however additional information received reported that the correct implant date is (B)(6)2012. It was reported that a motor stall recovery was noted twice. It was reported that there were plans for the pump and catheter to be explanted and replaced on (B)(6)2017. It was reported that the patient¿s symptoms were resolved. It was noted that pump logs were to be returned with the product. No further complications were reported and/or anticipated.